Event description:
It was reported that during a mildly calcified, mildly tortuous, de novo, 90% stenosed, mid, left anterior descending artery (lad) stenting procedure, after pre-dilatation with a trek balloon, a xience prime 3.0 x 15 mm stent was implanted and an edge dissection occurred. Another xience prime stent was used to successfully cover the dissection. The patient achieved a good timi flow. There was no adverse patient sequela or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw, inflation: medtronic, guide cath: cordis, sheath: cordis. There was no reported product deficiency. The reported patient effect of dissection is a known observed and potential adverse event as listed in the xience prime everolimus eluting coronary stent system instructions for use. Furthermore, the stent placement - precautions section of the IFU states: implanting a stent may lead to dissection of the vessel distal and / or proximal to the stent, and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.